Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial#: (B)(4), product type: programmer patient. Other relevant device(s) are: product ID: 97740, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their neurostimulator (ins) that was implanted for non-malignant pain. It was reported that the controller is not working. Caller states it will not sync with the ins, but then it will sync to the ins but when she tries to make an adjustment the sync screen will appear. Troubleshooting was performed over the call. Caller saw the therapy screen but when she tried to make an adjustment she was seeing the "turn stim on" icon. Caller was then walked through turning the ins back on and the caller was then able to make an adjustment. Caller states she does not remember turning the ins off and that must be why she is in so much pain. Caller has also been having low back, sciatic issues and is not sleeping well. Patient is getting injections tomorrow. Patient added that she does turn the ins off when she charges the ins because she has noticed it will take forever to charge about 3-4 hours with the ins on and she charges every day. Event dates were provided as follows: (B)(6) 2018 (probably about a week ago) pp not syncing (B)(6) 2018 (probably about a week ago) ins off (B)(6) 2018 (a few days) pain 2018 (a month ago) low back and sciatic issues 2018 (a few weeks) not sleeping well asked unknown (been a while) takes forever to charge caller stated that she has a lot of stress in her life. No further complications were reported/anticipated.